Manufacturer narrative:
(B)(4).

Event description:
A sensor (serial number (B)(4)/lot number 5216049) was returned for evaluation. A visual inspection was performed and the sensor needle was broken and the sensor wire was detached along with the sensor needle tip. The customer complaint was confirmed. A root cause could not be determined; however, the returned sensor is not the complaint sensor.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 , to report a detached sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the abdomen on the (B)(6) 2016. There was no report any injury or medical intervention. No additional event or patient information is available.